Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician noted that the right atrial lead's j curve did not seem to be the standard shape. The lead would not retain appropriate j curve and shape in order to be properly secured. The physician elected to no longer use and replace the lead. The case was completed without any patient adverse consequences.